Manufacturer narrative:
(B)(4). Service technician will be performing tests on the reported device but no report of evaluation has been given to carefusion. Return good authorization was assigned for reported device to be received by manufacturer for evaluation.

Event description:
The customer reported that the ventilator does not hold peep unit and there is no patient incident.